Event description:
It was reported that this device was depleting early after a little over six years of implant time. A review of device downloaded memory was done by technical services and replacement time period was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product displayed a battery depletion error. The device has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device was depleting early after a little over six years of implant time. A review of device downloaded memory was done by technical services and replacement time period was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.